Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an variceal esophagical bleeding procedure performed on (B)(6) 2021. During the procedure, the varicose veins were located and suctioned, and the firing mechanism was activated, but the league became stuck at the moment of the shot. The procedure was not completed due to this event. The patient was scheduled for further procedure and transferred to another medical unit. There were no patient complications reported as a result of this event.